Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the lead prior to distribution.

Event description:
It was reported to manufacturer that the vns patient has redness and irritation at the neck incision site. The surgeon "thinks it is a tie down or something irritating the patient's neck". It is unknown if there is an infection, but a biopsy was planned. The surgeon has opted to treat it with antibiotics to see if the irritation clears. If the antibiotic treatment does not clear the irritation, then he plans to take the patient in for lead replacement surgery. Attempts to obtain the outcome of the intervention and additional information from the surgeon have been made, but have been unsuccessful to date.